Event description:
The customer observed falsely elevated alinity I tsh for one patient with hypothyroidism. The following results were provided: (B)(6) 2026, sid (B)(6), initial tsh result= 229.8862 uiu/ml. The physician questioned the result so a second blood sample was taken, and testing was repeated at another laboratory yielding a result of 1.7 uiu/ml. The initial sample result did not generate the expected ¿high¿ flag to block the results from being reported. The customer verified and updated the dosage interpretation to ensure correct flagging behavior and performed daily checks to confirm that dosage interpretation settings are present. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.